Event description:
Patient reported the infusion device displayed an e1 (cartridge empty) error message at 6 am. Patient stated she attempted to remove the insulin cartridge but none of the buttons on the device worked. Patient reported she removed the battery and inserted it; displays an e8 (power interrupt) error message and she is unable to confirm the error message because the buttons do not respond. Had patient remove the battery and reinsert it; e8 displays again. Advised patient to press the check button twice; does not work. Patient stated she tested her blood glucose level with a reading of 213 mg/dl. Patient's normal blood glucose level was not provided. Advised patient a nurse is available to talk to for an alternative treatment; patient declined. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The softcomponents of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons and the pump electronics. The up button is permanent active due to an external mechanic damage. The problem mentioned by the customer is related to careless handling of the product.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.